Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Sterile lot record (slr) review was conducted for this disposable device and was confirmed to be within specified limits. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
During the removal of a novasure disposable device following an endometrial ablation on (B)(6) 2013, it was noted an essure coil was "caught up in the device/array." The physician cut about 2-3 cm of the coil where it was attached to the array. On post ablation hysteroscopy "there was evidence of incomplete ablation along the left lateral uterus with a line of demarcation at the fundus." No uterine perforation was seen. After recovery the patient was discharged home. Approximately 10 hours later the patient was admitted to the hospital with abdominal pain, nausea, vomiting, and fever. She was hypotensive (72/48mm hg) and had tachycardia (120 beats per minute). "On examination her uterus was tender. A [computed tomography] CT scan showed the right coil was mostly within the uterus and the left coil was in a proper location." A laparoscopy followed and the "right ovary had possible necrotic changes. There was dilation of the [infundibulopelvic] (ip) ligament to 3.5 cm. The right fallopian tube was dilated and filled with blood. There was no evidence of any uterine or fallopian tube serosal blanching. The right ovary and tube were removed. A hysteroscopy was also performed and a rollerball was used to ablate the left portion of the endometrial surface." Post-operatively, she was admitted to the intensive care unit (ICU) and the patient had elevated temperatures. The patient was diagnosed with sepsis. Treatment included intravenous (IV) fluids and antibiotics, and "pressors." The patient began "retaining fluid" and was treated with lasix (furosemide). Blood cultures ultimately returned positive for group b streptococcus. "A subsequent repeat CT scan was negative. All other studies were unremarkable including an echocardiogram, [hepatobiliary] hida scan, and right upper quadrant ultrasound." On (B)(6) 2013, the physician reported "the patient is currently doing well." He believes "the patient has intermittent torsion of the adnexa (tube and ovary) secondary to bleeding into the fallopian tube due to disruption of the essure coil by the novasure array."